Event description:
It was reported that this pacemaker system was exhibiting right ventricular loss of capture in which the patient experienced more than two seconds of asystole. The pacemaker system was reprogrammed. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series.

Event description:
It was reported that this pacemaker system was exhibiting right ventricular loss of capture in which the patient experienced more than two seconds of asystole. The pacemaker system was reprogrammed. This pacemaker system remains in service. No adverse patient effects were reported. At a later date, technical services (ts) was consulted for a review of device data, with right ventricular loss of capture (loc) reported. Ts reviewed and discussed stored data, with loc unable to be confirmed. Ts recommended further in clinic examination. This pacemaker remains in service. No adverse patient effects were reported. Additional information was received, and this pacemaker was replaced due to therapy upgrade. No adverse patient effects were reported. This product has returned for analysis. Of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system was exhibiting right ventricular loss of capture in which the patient experienced more than two seconds of asystole. The pacemaker system was reprogrammed. This pacemaker system remains in service. No adverse patient effects were reported. At a later date, technical services (ts) was consulted for a review of device data, with right ventricular loss of capture (loc) reported. Ts reviewed and discussed stored data, with loc unable to be confirmed. Ts recommended further in clinic examination. This pacemaker remains in service. No adverse patient effects were reported.